Manufacturer narrative:
The reported incident that 30° angled post hoffmann ii MRI 8mm was alleged of issue s-20 (non-conform product) could not be confirmed, since the returned device is conforming to specifications and fully functional. Based on investigation, the root cause was attributed to a user related issue. A device inspection was performed and the failure mode was not possible to confirm. During final control in production, a magnet is used to check the non-magnetic characteristic of the device. One of this validated magnet was used in order to verify the magnetic properties of the returned device and this magnetic tool didn't react with the returned device; therefore the product is conforming to specifications. Please note that the hoffmann® ii MRI system is validated for compliance with astm standards and is classified as MRI conditional in an MRI environment with field strength of up to 3.0 tesla. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
A patient with a hoffmann 2 MRI frame needed an MRI investigation. The staff at the MRI department decided to not use the MRI because, after a test they found the MRI couplings to be magnetic. It has been confirmed that the patient underwent surgery on (B)(6) 2016 with a follow up MRI (B)(6) 2016. The staff at the MRI dept believed that the couplings appeared magnetic and thought it too risky to carry out the procedure. The device was extracted and replaced by a 'blaster' device on (B)(6) 2016, under a spinal anaesthetic.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
A patient with a hoffmann 2 MRI frame needed an MRI investigation. The staff at the MRI department decided to not use the MRI because, after a test they found the MRI couplings to be magnetic. It has been confirmed that the patient underwent surgery on (B)(6), 2016 with a follow up MRI (B)(6), 2016. The staff at the MRI dept believed that the couplings appeared magnetic and thought it too risky to carry out the procedure. The device was extracted and replaced by a 'blaster' device on (B)(6), 2016, under a spinal anaesthetic.